Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient suffered a myocardial infarction (mi), and as a result the right ventricular (rv) lead thresholds increased and were high. During an upgrade procedure, the physician was unable to place a new pace/sense lead in the rv due to patient anatomy. Therefore, the device was reprogrammed to maximum output on the rv channel. The patient was not pacemaker dependent. Subsequently the patient coded and presented to the intensive care unit with no rv capture. There was atrial pacing with 1:1 conduction with undersensing of the native qrs. The patient was resuscitated. During device interrogation the patient's rhythm changed from atrial paced to a slow ventricular tachycardia (vt) below the therapy zone with degradation of the rhythm. Another code was called and the doctor increased the lower rate to 90 ppm. The family of the patient withdrew efforts during the code and the patient expired. A review of therapies delivered displayed 4 successful defibrillations for vt/vf; the other vt was below vt therapy zone and therefore not treated.